Event description:
The sheath accessory was returned to isi for evaluation with no reported issue. An investigation has been completed. The sheath was returned still installed on the endoscope. Visual inspection of the sheath found it to be damaged. Multiple tears measuring approximately 0.77 mm x 4.91 mm were found along the length of the sheath. There was no material missing as a result. The root cause of this failure is attributed to user.

Manufacturer narrative:
The sheath accessory was returned to isi for evaluation with no reported issue. An investigation has been completed. The sheath was returned still installed on the endoscope. Visual inspection of the sheath found it to be damaged. Multiple tears measuring approximately 0.77 mm x 4.91 mm were found along the length of the sheath. There was no material missing as a result. The firefly endoscope was reported under MFR report number 2955842-2025-47193.